Manufacturer narrative:
(B)(4).

Event description:
It was reported that " connector was fixed to the tube, couldn't be detached. Need to cut the tube for connecting to closed suctioning system; it took longer for the suction system to be connected and ventilation distributed. This caused decrease to oxgen saturations and had to give extra oxygen to the patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "connector was fixed to the tube, couldn't be detached. Need to cut the tube for connecting to closed suctioning system; it took longer for the suction system to be connected and ventilation distributed. This caused decrease to oxygen saturations and had to give extra oxygen to the patient."